Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a shocking or jolting sensation. No add'l info was provided. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.